Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and sudden power down. The customer¿s blood glucose was unknown. Customer stated that buttons of the insulin pump were sticky, non responsive and did not received low battery warning. Customer stated that unexplained no delivery alarms and insulin pump screen was cracked. The insulin pump will not be returned for analysis.